Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during a knee arthroscopy, while using a gii® quickanchor® plus, single pack, there was an anchor breakage. They used other anchor to complete procedure with no surgical delay or patient consequences. The anchor was not received with the rest of the device. The suture was unattached from the device; also, it was frayed from the distal part. The anchor was not along with the suture, only the both needles were find attached in the suture. The inserter was damaged, it was slightly bent. There were blood and tissue debris. The suture card were not in place. Since the anchor was not received for evaluation, we cannot discern a specific root cause and, this complaint cannot be confirmed. The possible root cause can be attribute when excessive force was applied while try to deploy the anchor causing damage in the inserter; also, which may cause the broken issue. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l68287, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a knee arthroscopy, while using a gii® quickanchor® plus, single pack, there was an anchor breakage. They used other anchor to complete procedure with no surgical delay or patient consequences.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number, expiration date and manufacture date have been updated to reflect the correct information. Therefore, UDI: (B)(4).